Manufacturer narrative:
This report is filed on (B)(6) 2017.

Manufacturer narrative:
Initial implantation details unavailable at the time of this report, this report is submitted on (B)(6) 2016.

Event description:
It was reported that the patient experienced breakdown of wound at implant site which resulted in extrusion of the receiver-stimulator; subsequently the patient's device was explanted (date not reported).